Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing no delivery alarms after infusion set changed. Customer's blood glucose was 367 mg/dl. Troubleshooting was done. It was explained to customer that the alarm was caused by infusion set and reservoir occlusion. The issue was resolved by taking off the connector cap off and reconnecting it to the reservoir. Customer was using expired reservoir, advised customer will send emergency supplies. No further information provided.